Event description:
It was reported the customer changed the battery five to six batteries and it would not start up. Customer father did not have the device with him and stated the device simply did not turn on. Customer's father was advised a replacement battery cap was going to be sent and if issues persisted to call back to perform troubleshooting. No further information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.